Event description:
User alleges one incident of the hypodermic needle adhesive seal, between the metal and plastic, not holding thus allowing needle to disassemble. Needle was able to be retrieved from pt without medical intervention.

Manufacturer narrative:
Results evaluations: this needle is supplied from terumo medical corp. And they have been notified of this event. A complete investigation is not able to be performed as the user facility did not save the event sample. Our complaints history shows several reports that, when the returned sample was examined, the report was not valid and likely an event of the user not securing the connections per the instructions for use. This report cannot be confirmed.